Event description:
Reporter complains of rupture of implant, capsular contracture, cancer, depression, fatigue, mixed connective tissue disease. Fibromyalgia, endometrial hyperplasia, premature menopause, and arthritis.